Event description:
Per the clinic, the patient was prescribed two courses of oral antibiotics (dates not reported) due to infection and skin breakdown at the implant site. Subsequently, the device was explanted on (B)(6) 2013. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.